Event description:
It is reported that dr. Was using the calcar reamer and the femur fractured due to the reamer not being sharp enough.

Manufacturer narrative:
Evaluation summary: the surgical notes are unavailable, and it is unknown if the planer was used according to the surgical technique. Due to the function of the calcar planer, it is probably that normal wear and tear will cause a dulling of the sharp cutting edge. The calcar planer may have also come into contact with other hard materials, potentially during the cleaning cycle, which may have contributed to the alleged dulling. Regular inspection before use may help mitigate the risk of a dull blade potentially contributing to an inter-operative femur fracture. However, no definitive cause analysis can be completed with certainty. Evaluation: method/results: no product was returned. Review of the device history records did not find any deviations or anomalies. The planer has a potential field age of between 3 and 4 years. The extent of its use during that time frame is not known. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.